Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in the hospital at the time of call. She experienced a high blood glucose of 500 mg/dl. The patient treated via manual insulin injection and her blood glucose went down to 187 mg/dl. However, her blood glucose has since increased to the 500 mg/dl again. The patient experienced nausea and a sore throat. The customer did not have any more supplies for treatment. Troubleshooting did not occur since the hospital front desk was calling her. The insulin pump was not returned for analysis.